Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump was cracked at reservoir compartment, display screen and bottom of insulin pump. Customer was cleaning insulin pump and it was exposed to moisture. As a result, the act button was not responding. Customer dried out insulin pump for a few hours and issue was resolved. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.